Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed out and was taken to the hosp for low blood glucose. The blood glucose reading was 28mg/dl. It was reported that the customer had surgery for cataracts the day prior to her admission. Troubleshooting was performed. Had him check the time, date, basals and bolus history and everything was fine. The status screen and the amount of insulin left in the reservoir matched. No further info was provided.